Manufacturer narrative:
The cage was received disassembled state. Visual inspection revealed drag patterns on one side of the endplate/distal cage mating surface. The sub-assembly appears to be bent or broken. It is unclear whether the cage failed first, followed by the endplates, resulting in height loss. A definitive root cause could not be determined. Labeling review: warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Event description:
An expandable interbody cage was implanted and expanded as intended during a spinal procedure performed on an unknown date. It was reported that the cage had migrated postoperatively. An anterior lumbar interbody fusion (alif) revision surgery took place at l5/s1 levels to remove the cage. When the cage was retrieved, it was found to be broken.